Manufacturer narrative:
The adverse reactions in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product remains implanted in the patient and therefore will not be returned for an evaluation. Because the parts and lot numbers are unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that in (B)(6) 2016, a patient was implanted with one unknown pectus bar and two unknown stabilizers. It is reported the patient now has a skin irritation/ I-spots in the area where the bar is located. It is reported the patient will undergo a series of allergy tests beginning (B)(6) 2017. It is reported once the tests are complete, the results and any additional information related to this event will be provided to zimmer biomet.